Event description:
A customer observed biased quality control (qc) results following calibration for new lots of several chemistry slides. The magnitude of the biased qc results for potassium slides could result in inappropriate treatment if pt samples were reported. There was no report of pt harm as a result of this event.